Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 7300tfxj valve was explanted after an implant duration of seven (7) years and four (4) months due to paravalvular leakage (pvl). The patient presented with heart failure and edema. The device was explanted and replaced with a mitral valve of unknown model. The patient's outcome was not provided. Per the reported information, the device was originally implanted for redo mitral valve replacement (mvr) due to prosthetic valve endocarditis (pve). No information regarding the infecting organism of pve was provided by the surgeon. At the device implant, the patient's mitral annulus had become fragile due to pve. Later, upon the device explant, a gap was observed between the patient's annulus and the sewing ring at the 1-2 o'clock position. The patient was confirmed not to be infected this time. The surgeon commented that the patient's fragile tissue that observed at the implantation of the device likely contributed to the pvl and did not believe that the device had any structural valve deterioration. The device was returned once for evaluation, but the surgeon withdrew the request for evaluation.

Manufacturer narrative:
Added information to h6. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including patient fragile mitral annulus due to history of endocarditis.